Event description:
It was reported that on (B)(6) 2023, the primary surgery was performed via bha with the product in question. The surgery was completed successfully without any surgical delay. On an unknown date, when the patient went to see the doctor complaining of pain, dislocation was found. Manual repair was performed, but the shortening seemed to have progressed and resulted in a femur fracture. The revision surgery was performed on (B)(6) 2023. The surgeon removed the stem which was not stable enough. He fixed the affected area with a plate and cable and cemented a k-wire and inserted it as an intramedullary nail finishing the surgery as girdlestone. He commented that there would be no causal relationship with the implant and it may be due to the characteristics of the patient. No further information is available. Doi: (B)(6) 2023. Dor: (B)(6) 2023. Affected side: unknown.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.